Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implantation, the lead exhibited an abrupt rise in capture threshold. Fluoroscopy revealed that the lead had perforated, and the lead was repositioned. The patient then developed a cardiac tamponade, which was successfully treated by performing a pericardiocentesis. The patient had a drain placed and the lead exhibited normal electrical values. The lead remains implanted.